Event description:
Used covidien small clip applier 9.0" to for side branch vein clipping came out with twist and unable to retrieve from vein, torn vein side branch twice. Vein was not in pt at the time. Vein still able to be used for CABG [coronary artery bypass graft]; no harm to patient.